Event description:
At the beginning of a routine hemodialysis treatment, a system alarm occurred which was not resolved. The nurse chose to terminate treatment without manual rinseback which resulted in an approximately 30cc blood loss. No medical intervention was required.